Event description:
The patient's CT scan did not show any cord compression. The patient reported the feeling has returned in her legs but the patient is still incontinent. The patient's system was programmed and the patient reported the stimulation aggravated her pain. Due to the patient's issues, the patient's system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced right leg numbness and weakness 2 days after the implant procedure. The patient had a CT scan and was hospitalized. Follow up revealed the patient's CT scan was normal, however the leg weakness remains. The patient is receiving stimulation.

Manufacturer narrative:
The returned product was not analyzed as the reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.